Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted image confirmed the separation of the inline connector bend relief from the inline connector and damage of the pump cable outer jacket. A specific cause for the observed damage could not be conclusively determined through this evaluation. The account submitted one image of the pump cable for review, which showed the inline connector bend relief was missing from the inline connector. Additionally, the outer polyurethane jacket was torn and the armor layer was exposed. Tape was observed proximal to the tear. The controller event log file contained events from (B)(6) 2024. Of note, a majority of the file contained pulsatility index (pi) events. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested to assess for any driveline cable faults/compromised wires. The patient was not having any active alarms. The event log file contained clusters of pulsatility index (pi) events as well as routine power source changes. No abnormal controller alarms or pump faults were seen in the log file. Pictures of the driveline were sent in, and technical services stated that the damage appeared to be cosmetic. Rescue tape was recommended. The driveline was stabilized on (B)(6) 2024 and a follow up was planned for the patient in a month. The site expressed their concern about the risk of further damage/acute fracture of the patient lead, but no internal wiring damage was visualized.